Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
No oversensing was seen during provocative testing. No programming changes were made and the patient will be monitored remotely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited four beats of t-wave oversensing (twos) two months prior and was currently exhibiting varying r-waves. The lead remains in use. No patient complications have been reported as a result of this event.